Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. It was reported that the patient expired on (B)(6) 2026. No product was returned for evaluation. The system controller event log file contained events from (B)(6) 2025 through (B)(6) 2026, per the timestamps. A no external power alarm was captured on (B)(6) 2026 due to full depletion of the 14 volt batteries. The system was then powered by the system controller backup battery until it became fully depleted, resulting in a pump stop. The exact duration of the pump stop could not be determined as the controller clock was corrupt upon the restoration of power. No other notable events or alarms were captured. It is unknown if the patient expired before or after the observed pump stop event. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, is currently available. Chapter 1, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4: patient weight was no provided. Section a is reflective of all available patient information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away on (B)(6) 2026. Log files were sent for review. Following up log file review, it was noted that all of the low power events between (B)(6) 2025 were due to normal battery depletion. On (B)(6) 2026, the log file captured low power advisory, low power hazard and no external power events that were not responded to. These were followed by a pump stop and controller clock corrupt events. This was caused by total loss of power to the system. The amount of time the pump was off could not be determined. According to the log file data, the patient was sleeping on battery power.